Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed recurring ¿alert 28 ¿ battery thermistor range,¿ prompting multiple device restarts that temporarily cleared the alert before it recurred, and the device was replaced. Symptoms included no reports of hypoglycemia, hyperglycemia, or other adverse health effects. Outcomes included device replacement and instructions for return of the original device. Investigation included review of the device¿s alert history and troubleshooting by guided restarts. Investigation of the device engineering logs confirmed previous alert 28 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.